Event description:
It was reported to boston scientific corporation on that a rapid exchange biliary stent system device was used for a endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008 (patient age, gender and weight unknown). According to the complainant, the when the tech removed the it from the package, the exit port for the guidewire appeared 'melted'. They chose not to use this one. The procedure was completed with another manufactures device . No patient complications were reported as a result of this event. The patient's condition was reported as fine.

Manufacturer narrative:
The device was returned for evaluation and a visual evaluation found that the side edges of the guidewire exit port appeared wavy, but there was no melted area. The end of the guidewire was found to be deformed slightly. Functional testing was performed and the device functioned as intended. Unable to determine the root cause as it could be do to packaging or end user customer handling.